Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection and skin breakdown at the implant site. Subsequently, the patient was hospitalized for 1 day (specific date not reported) and was treated with IV antibiotics (specific date not reported); however, the issue could not be resolved and resulting in the decision to explant the device. The device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.